Manufacturer narrative:
Concomitant products: w2dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance and noise. The ra lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.